Event description:
This spontaneous report was received from an us physician and concerns a patient. The patient was injected with radiesse, into the neck (off label use of device). Radiesse was hyper diluted. About a year prior to this report, after the radiesse injection, the patient experienced nodules. The nodules formed as a result of radiesse. At the time of this report, the reporter wanted to discuss options for this situation (considered as permanent). Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 22-nov-2022: the patients gender was provided. He was injected with 1 syringe of hyper diluted (reported as hdr) radiesse, about a year prior to this report. The patient had visible nodules. The physician was seeing the patient on a regular basis, for a year and the nodules were only starting to go down after saline injections, at the time of this report. Due to the provided information, the outcome of the event was considered as resolving (changed from not resolved to resolving).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodules (pt: injection site nodule), was deemed to meet the serious criteria of permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.